Manufacturer narrative:
Technician found that the gas springs were frozen. Technician replaced the gas springs and the head section function properly. He found this stretcher in a recovery room and there were no alleged injuries.

Event description:
Technician alleged that the head section could not be lowered.